Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a blank display. The customer was doing troubleshooting for failed battery test and the insulin pump did not come back on. The customer's blood glucose level during the incident was 121 mg/dl. The insulin pump had a black screen. Troubleshooting was performed but the display did not return. Caller was advised to discontinue use of the device and revert to a back-up plan. The caller was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. Pump was monitored and tested with no failed battery test and blank display noted. The insulin pump was received with cracked reservoir tube lip, cracked reservoir tube and minor scratches on display window noted.